Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic chips off while changing the reservoir. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had no delivery alarm and rejected battery alarm. Troubleshooting was not performed. The product will not be returned for analysis.